Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not communicating with the ot data management software. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the morning. The patient reported using self adjusting insulin to manage her diabetes. The reported taking her usual insulin on the day of the alleged issue. The patient reported at 6am he developed symptoms of ¿sweaty, dizzy confused and not mobile.¿ the patient reported no additional treatment was received. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported since the patient claims, due to the alleged issue, she developed symptoms suggestive of hypoglycemia.